Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error, where the patient disconnected the patient line from the transfer set during the end of therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The caregiver stated that the patient disconnected during end of therapy last night and drained some solution onto the bed while lying in it. The technical service representative advised the care giver to inform the registered nurse. The patient will continue with the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.